Manufacturer narrative:
A field svc rep (fsr) visited the account to evaluate the sys. The optics were replaced by the fsr, and the meia photo calibration, carousel calibration and dispense check were performed. Precision runs were also performed on diluted specimens and all cvs were </=6%, which is represented in the assay label claims (total b-hcg package insert, march 1996). Analysis of trending was performed. No adverse trends were observed within 12 mos data of overall complaints on the imx analyzer. This is the final report.

Event description:
On 5/19/1998 the account reported a discrepant imx total beta human chorionic gonadotropin result and the pt was scheduled for a dilatation and curettage because of the result. The specimen was run in dilution mode on 5/19/1998 and a result of 433 miu/ml was given. The sample was retested on 5/20/1998 in the dilution mode, giving 466 miu/ml. The pt had a previous result of 650 miu/ml on 5/15/1998. The specimen was sent to another lab and run on the axsym analyzer and a result of 1727 miu/ml was given. The dilatation and curettage was then cancelled. No report of injury.